Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "possible deflation and an implant removal from textured to smooth due to the concerns of the product". This record related to the left side. The device remains implanted.